Event description:
At the end of the case the ferrel (bullet) was noted to be missing from the capio suturing device. Therefore, an xray was needed. The capio device causing an issue with the ferrels coming off the suture and resulting in an xray for the pt.